Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing baclofen (unknown) and hydromorphone for spinal pain. It was reported that the patient's pump stopped working about 2 weeks ago. Patient stated that the doctor told them that the pump was no longer working because when they went to get a refill all the medication that was put into the pump came out into the syringe. The healthcare provider mentioned that patient will have to have the pump replaced. The patient was redirected to their healthcare provider to further address the issue. Patient stated they knew the something was wrong with the pump because their back started hurting.